Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the setscrews move freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits, and no noise was able to be reproduced when lightly manipulated. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report high out of range impedances.

Event description:
Additional information indicated that the device and other manufacturer lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited loss of capture on the right ventricular (rv) lead and was observed on an external monitor that the patient was wearing. Further review also showed that the rv pace impedance trends contained spikes from 500 ohms up to around 1500 ohms. Boston scientific technical services (ts) discussed troubleshooting. At this time, the system remains in service. The rv lead is another manufacturer's product. No adverse patient effects were reported.